Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The burr came out of the anspach while burring. After putting it back in it was slightly loose. The burr could slide in and out. The anspach, end effector, and burr were changed intra-op. After discussing as a team, we think the issue is with the end effector because the magnet/hatch does not engage tightly. Please send replacement end effector. Delay: 10 minutes.

Manufacturer narrative:
Reported event: the event reported that a burr was loosening from the pka end effector assembly. A ten minute delay was reported. Device evaluation and results: an anspach motor, hd long and burr were assembled to the end effector. No issue was found with the assembly. No loosening occurred. The motor was ran with an anspach test box to 80,000 rpm and no loosening of the assembly occurred. Device history review: review of device history records show 36 devices were accepted into final stock on 08/18/2016 with no reported discrepancies. Complaint history review: review of complaints for p/n 111758, l/n 19480615 show two (2) other complaints related to the failure in this investigation. The pr#s are (B)(4). Conclusion: the failure was not confirmed. There was no issue found with the assembly. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The burr came out of the anspach while burring. After putting it back in it was slightly loose. The burr could slide in and out. The anspach, end effector, and burr were changed intra-op. After discussing as a team, we think the issue is with the end effector because the magnet/hatch does not engage tightly. Please send replacement end effector. Delay: 10 minutes.